Event description:
In 2006, a customer complaint reported that an event had occurred that involved a bayer advia 70 hematology analyzer. The report stated that "intermittently, alerts are not being transmitted with flags from instrument to lis on the first transmission, but when results are re-transmitted alerts are coming across with flags." Drew scientific was the manufacturer of the bayer advia 70, and currently manufactures and markets a nearly identical product under the drew scientific nameplate, called the excell 22 hematology analyzer. As of august 22, 2006, drew scientific has not received any complaints regarding this issue on the excell 22 analyzer, and only one complaint regarding this issue for the bayer advia 70. On august 25, 2006, after joint investigation with bayer, we have concluded that although we believe that the risk is slight, this issue does pose a potential risk to health.